Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that during the implant procedure, there was a connection issue between the device and right ventricular (rv) lead c hannel when the lead was inserted into the rv port on the device header. After implant, the right ventricular (rv) lead showed normal lead parameters when measured through the analyzer. However, when the right ventricular (rv) lead was connected to the device, high thresholds and high and undefined impedance measurements were noted. The initially suspected an rv lead issue so the rv lead was explanted and replaced. However, the problem persisted. The physician then tried to connect the lead to the atrial channel of the device which revealed normal measurements. A problem with the rv channel on the device header was confirmed and the implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.